Event description:
Out of box: the user reported that during initial checkout of the device after receipt, the unit alarmed as intended, instrument malfunction. The alarm notified the biomed that the unit was not operable. No patient involved.